Event description:
It was reported that during a lobectomy procedure there was an abnormal sound and could not grasp the firing trigger. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received with the clamping mechanism damaged and with no cartridge present. The reported event could not be confirmed, as the cartridge was not received for further investigation. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the retainer tube where engages with the handle shroud and yoke was found damaged, not allowing the device to close. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.